Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient requested MRI compatibility guidelines. They reported that they need to have their device replaced, and were told from the doctor that they need to have an MRI done. The patient stated that the reason for the MRI was due to their back worsening. It is unknown if these symptoms are related to their device or therapy. They noticed that their back was getting worse because their doctor refused to give them pain medication. No further complications were reported or anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. The patient reported a loss of stimulation and therapy. The patient reported that he needed a new battery for his ins. The patient reported that it had not worked for about 1.5 years due to lack of recharging. The patient reported that several years post implant he started not getting the results that he was getting post implant. No further complications anticipated.